Event description:
It was reported that, "pt was revised due to persistent hip pain and elevated metal ion levels. All components were revised."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# nlv-340800y, lot# 29589302, description: unk rejuvenate modular neck 34mm 8 degree ant 132 deg. Cat# 1235-2-502, lot# 02940825, description: restoration adm. Cup w/ha. Cat# 1236-2-850, lot# 3369560, description: restoration adm x3 ins 28/50. Cat# 6570-0-128, lot# 573280, description: delta v-40 ceramic head 28/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.